Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the spring arm cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the spring arm cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to missing cover, which contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of rust occurrence is low. A root cause was analyzed by subject matter experts at manufacturing site. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).